Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.

Event description:
During the infusion of blood via the blue lumen, fresh blood was noted under the dressing. Dressing change confirmed that the leakage of blood was coming from the blue lumen at the "y" connection.